Event description:
It was reported that during the implant, the left ventricular (lv) lead had positioning/fixation difficulty. Also during an attempt to re-cannulate the coronary sinus there was a perforation of the coronary sinus by the lead delivery catheter. The lv lead was not implanted and no other lv lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).